Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Inappropriate shock due to oversensing was reported by the physician. As observed by the physician on the associated programmer printouts, on (B)(6) 2011, the patient received 5 inappropriate shocks corresponding to 144 charges as a consequence of ventricular oversensing. This oversensing is visible also on the iegm strips. Visual x-ray of the implanted lead didn't show any defects. During intervention, traction was applied on the lead connector, but everything remained firmly in place. The lead was extracted via laser (spectranetics), and another lead was implanted. Due to the damage sustained to the lead due to the removal procedure, it was not returned for analysis.